Event description:
The service center was informed by the nurse at the user facility that the high definition camera head reportedly had no image during preparation for use. No patient involvement or harm was reported. The camera will be returned for service.

Manufacturer narrative:
The suspect camera was returned to the service center for evaluation. The customer's reported issue was confirmed as the image cuts in and out due to a defective cable unit. Additionally, there is a crack on the video connector and the focus ring rotation is not smooth; feels rough. The camera was last serviced via repair in july 2017. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Also, a1, b1, and d5 were missed on the initial and are being corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.